Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, no thread tap used. Unsure, abutment placed and pa taken 2 weeks prior. Osseointegration was established and abutment was tight. Implant and abutment were tight until crown insertion & noticed mobility.